Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and no manufacture date can be provided.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A complaint was received regarding ventilator operating in nava (neurally adjusted ventilatory assist) mode. The report stated that the ventilator entered backup ventilation and, despite detecting edi signals, did not immediately return to nava mode. However, after a couple of breaths, the ventilator resumed nava ventilation. The patient eventually synchronized well, but similar occurrences were reported intermittently. No device logs have been provided for further evaluation. The absence of log data limits our ability to analyze specific trigger events or system responses in greater detail. Investigation is based solely on available information. The ventilator¿s transition between nava and backup ventilation relies on the edi signal. If the quality of the measured edi signal fluctuates, the ventilator may interpret this as insufficient neural respiratory drive, prompting a switch to backup ventilation. Variability in edi signal quality can be influenced by factors such as patient condition, electrode placement, or signal interference. The presence of apnea events in the patient may have contributed to the ventilator entering backup ventilation. If an apnea event occurs, meaning no sufficient neural respiratory drive is detected within a predefined time, the ventilator automatically switches to backup ventilation to ensure adequate patient support. If spontaneous breathing resumes and a stable edi signal is detected, the ventilator will transition back to nava mode. The reported delays in resuming nava could be associated with intermittent signal quality or the ventilator¿s built-in safety measures, ensuring that stable neural activity is sustained before switching back. The reported event was most likely caused by intermittent edi signal quality and multiple switches to apnea events. The investigation found no evidence of a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref #: (B)(4).